Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a notice about the insulin pump. She was advised that there was a potential to deliver insulin through accidental button pushing through the scroll wrap feature during a bolus. She was advised to pay close attention to the numbers while delivering a bolus. Nothing further was reported.